Manufacturer narrative:
Device evaluation: returned device was received with broken keypad lens found on the device and visible contamination on top case. Third party (counterfeit) seals found on the device.evidence of reported problem in event log was found during the evaluation of the device . The customer reported condition was not confirmed.no fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump continued reading that syringe is empty prior to clinical use. No patient was involved in this event. No adverse effects were reported.